Event description:
It was reported that the device's "on" button would only work intermittently. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that even when the "on" button would power the device on, none of the other buttons would work while the device was turned on. Physio-control replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but could not duplicate the reported failure.